Manufacturer narrative:
The reported event of no communication was confirmed. Analysis found that the device was above the elective replacement indicator when received. The loss of communication was intermittent, and the failure became lost during the analysis. The cause of the field event remains undetermined.

Manufacturer narrative:
The reported event of no communication was confirmed. Analysis found that the device was above the elective replacement indicator when received. The loss of communication was intermittent, and the failure became lost during the analysis. The cause of the field event remains undetermined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, a brand new implantable cardioverter defibrillator was attempted to be interrogated prior to implant but was unable to with multiple programmers and telemetry wands. The device was removed and replaced. The patient was discharged.